Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Subsequent, the pump time was incorrect. Tandem technical support assisted customer in correcting pump time. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose ranged from 220-334 mg/dl.